Event description:
It was reported that there might be an issue with both the site and the cartridge, leading to an occlusion. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.